Event description:
The patient experienced stimulation in the wrong location, she did not feel tingling in her low back below the belt line. Impedance testing and reprogramming was performed. The attempts at programming yielded no better results. The patient was going to turn the device off for a period of time and report back changes to her pain. It was noted that electrodes 3 and 10 were both greater than 10,000, neither were utilized in current programming for therapy. The patient reports back to the doctor in a couple weeks. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3487a-45, lot# v642993, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v851636, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# v866965, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-45, lot# v642993, implanted: (B)(6) 2012, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 355531, lot# n317272, implanted: (B)(6) 2012, product type: screening device. Product ID: 3550-14, lot# n312823, implanted: (B)(6) 2012, product type: accessory. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).